Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation surgery in distal femur on (B)(6) 2016, as surgeon was tightening cannulated locking screw, the phenolic handle of the screw driver broke into half (into two pieces) and there was no generation of fragments. Another screw driver was readily available to complete the surgery successfully. There was no delay in surgery. Patient status was reported as stable. This complaint involves one device. Concomitant devices reported: locking screw (part # 02.205.050, lot # unknown, quantity # 1). This report is 1 of 1 for (B)(4).